Event description:
It was reported that the patient's right ventricular(rv) and right atrial(ra) leads exhibited noise. Diagnostic imaging showed that the rv and ra leads had clavicle crush. No intervention was performed. The patient condition was stable. No additional information was reported. Related manufacturer reference number: 2017865-2022-05886.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial(ra) and right ventricular(rv) leads had a conductor fracture. The ra and rv leads were explanted and replaced. The patient condition was stable post-procedure.